Manufacturer narrative:
(B)(4). The user facility biomed determined that the most likely cause of the reported event was that the device¿s gas delivery engine (gde) was malfunctioning. At present there are no replacement parts available. Once available, a replacement gas delivery engine (gde) will be provided to the user facility to repair the device and place it back into service.

Event description:
The user facility biomed reported that during set up (pre use testing) when the peep was set to "0" the device alarmed "ext high peak" & circuit disconnect". He also reported that the fio2 % was set to 21% and the fio2 % reading is 100%. There was no report of patient involvement.